Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: exd irrigator, ostomy. D2b - procode: additional product codes: exd. E3 - occupation: primary investigator. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a chait percutaneous cecostomy catheter dislodged. The patient's first cecostomy catheter was placed on (B)(6) 2018. The chait device was placed on (B)(6) 2019 due to dislodgment. The chait device was placed related to neuropathic bowel and spina bifida. During the procedure, fluoroscopy image guidance was used to place the catheter percutaneously in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. Phosphate enema, water, and castille soap were instilled throughout the duration the chait remained in place. A 30-day post procedure follow-up assessment was not performed. On (B)(6) 2019 (203 days post procedure), the patient had a post-procedure assessment. It was noted the patient experienced improvement of symptoms after device placement. On (B)(6) 2019, the cecostomy tube was removed and replaced related to dislodgement of the chait. No other adverse events were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a chait percutaneous cecostomy catheter dislodged. The patient's first cecostomy catheter was placed on (B)(6) 2018. The chait device was placed on (B)(6) 2019 due to dislodgment. The chait device was placed related to neuropathic bowel and spina bifida. During the procedure, fluoroscopy image guidance was used to place the catheter percutaneously in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. Phosphate enema, water, and castille soap were instilled throughout the duration the chait remained in place. A 30-day post procedure follow-up assessment was not performed. On (B)(6) 2019 (203 days post procedure), the patient had a post-procedure assessment. It was noted the patient experienced improvement of symptoms after device placement. On (B)(6) 2019, the cecostomy tube was removed and replaced related to dislodgement of the chait. No other adverse events were reported. Reviews of documentation including quality control procedures and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿intended use the chait trapdoor cecostomy catheter is intended to instill fluids through a cecostomy into the colon to promote evacuation of the contents of the lower bowel through the anus and is intended to be an aid in the management of fecal incontinence. The catheter is placed and maintained in a percutaneously prepared opening, such as a cecostomy. Contraindications ¿ previous abdominal surgical procedures... Precautions. ¿ for tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used¿¿ based on the dmr and IFU, cook was not able to find evidence suggesting the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product in house or in the field. Based on the information provided, no product returned, and the results of the investigation, cook was not able to establish a cause for this event. It is possible that scar tissue from the patient¿s past surgeries may have placed tension on the device leading to this event. Patient activity and device maintenance are not known which may have led to this event. However, this cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.